Manufacturer narrative:
(B)(6). Device evaluated by MFR.: unit returned in a generic plastic bag, unit received stuck into a direxion, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire returned inside into a direxion catheter. The guidewire was kinked. The distal tip polymer was detached. The distal end has the polytetrafluoroethylene (ptfe) peeled. No other issues were observed in the device. The guidewire was jammed into a direxion catheter. It was necessary to cut the catheter to pulled out backwards in order to release the guidewire. The outer diameter of distal tip, middle of the device and the proximal section are within specifications. Overall length could not be measured due the distal tip was detached. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 20may2022. The target lesion was located in a vessel in the liver. A 165cm transend guidewire was advanced to cross the lesion. However, before entering the patient, the guidewire became stuck in the y valve of the microcatheter and only a portion of the guidewire could be advanced. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed distal tip polymer detached and coating peeled off.